Event description:
It was reported that the patient presented for generator change due to normal elective replacement indicator (eri). Upon interrogation, it was noted that the right ventricular (rv) lead exhibited failure to capture and oversensing. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.